Manufacturer narrative:
Correction: UDI provided. The hardware investigation of the returned mobile view station (mvs) interface cable found that the reported event was related to an electrical issue. Mvs interface cable was tested by using cable validator nt900. Bench test did not pass. Continuity test did not pass;open between lemo connector pin #4 and yellow side connector pin #2. Gbit test passed. 100t test did not pass; open between pin #3 and #6. Visual inspection confirms normal wear of umbilical cable. The reported event was confirmed. The hardware investigation of the returned hand switch found that the reported event was related to a physical damage issue. Visual inspection confirms x- ray hand switch is physically damaged. It has a broken hanger and a stretched cord. The reported event was confirmed.

Manufacturer narrative:
No patient information provided as no patient was involved in this event. No parts were received by the manufacturer. Event problem and evaluation: on 17-nov-2016, a medtronic representative went to the site to test the equipment. After replacing the umbilical cable and a broken hand switch, and performing rad gain fluoro calibrations, a system check-out was performed. The mechanical test, imaging test and safety inspection all passed; system performed as intended.

Event description:
A site representative reported that the imaging system displayed the message, "no connection to mobile view station (mvs).¿ due to the description and the error logs, it was assumed that the umbilical cable was damaged. This issue was discovered outside of surgery. No further details regarding the damage, or how it occurred, were provided.